Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. It is possible that patient factors (heavily calcified aortic root) caused or contributed to the annular rupture. However, a definitive root cause could not be identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from japan by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, the valve was deployed with an underfilling of -4cc, and the procedure was completed without post-dilation. Hemodynamics remained stable until removal of the sheath, however, blood pressure gradually decreased after transitioning to wound closure. Transesophageal echocardiography (tee) revealed a hematoma near the non-coronary cusp (ncc) as well as an increase in pericardial effusion. Pericardial drainage was performed; however, blood pressure did not improve sufficiently, and the pericardial effusion continued to increase, leading to the decision to proceed with thoracotomy for hemostasis. After thoracotomy, cardiopulmonary bypass was not used, and observation was performed while recovering and transfusing blood using a cell saver. Prior to thoracotomy, rupture of the heavily calcified ncc base had been suspected; however, no clear bleeding point was identified around the ncc, and no abnormality was observed in the contralateral l-r commissure. Although findings suggested that bleeding was spreading along the epicardial surface, no definite bleeding source could be identified. Therefore, a fibrin sealant patch was applied to the suspected area to achieve hemostasis. Subsequently, a drain was placed in the anterior mediastinum within the pericardium, and the chest was closed. In addition, an intra-aortic balloon pump (iabp) was inserted for left ventricular afterload reduction, and the patient was transferred to the ICU under intubation. A CT scan performed on the following day confirmed that hemostasis had been achieved, and no bleeding source was identified on CT imaging. The clinical course was reported to be favorable. No device damage was reported. The perceived root cause was not able to be obtained.